Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain 15 days after implants were inserted") in a 40-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "physician had operative report, hysterogram, it had been not necessary to place a second insert due to history of ectopic pregnancy on left side". The patient's past medical history included ectopic pregnancy. In 2016, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("swelling 15 days after implants were inserted"). On an unknown date, the patient experienced allergy to metals ("suspected nickel allergy"). The patient was treated with surgery (device removed laparascopically under general anesthesia on (B)(6) 2017 with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, weight increased, swelling, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, headache, pelvic pain, swelling and weight increased with essure. The reporter commented: patient wanted to have the devices removed. Removal was done under general anesthesia. The devices were removed easily and completely (approximately 3 months after insertion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain 15 days after implants were inserted") in a 40-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "physician had operative report, hysterogram, it had been not necessary to place a second insert due to history of ectopic pregnancy on left side". The patient's past medical history included ectopic pregnancy. In 2016, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("swelling 15 days after implants were inserted"). On an unknown date, the patient experienced allergy to metals ("suspected nickel allergy"). The patient was treated with surgery (device removed laparascopically under general anesthesia on (B)(6) 2017 with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, weight increased, swelling, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, headache, pelvic pain, swelling and weight increased with essure. The reporter commented: patient wanted to have the devices removed. Removal was done under general anesthesia. The devices were removed easily and completely (approximately 3 months after insertion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2288 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number he011f2 (production date 09-nov-2015, expiration date 28-nov-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc (final evaluation, with batch number). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain 15 days after implants were inserted (previously reported as pain). The devices were removed laparoscopically under general anesthesia with salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, patient experienced the event 15 days after essure insertion. Based on a compatible temporal relationship, nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain 15 days after implants were inserted") in a (B)(6)-old female patient who received essure (batch no. He011f2). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "physician had operative report, hysterogram, it had been not necessary to place a second insert due to history of ectopic pregnancy on left side". The patient's past medical history included ectopic pregnancy. On (B)(6) 2016, the patient started essure. In 2016, the patient experienced depression ("depression") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and swelling ("swelling 15 days after implants were inserted"). On an unknown date, the patient experienced allergy to metals ("suspected nickel allergy"). The patient was treated with surgery (device removed laparoscopically under general anesthesia on (B)(6) 2017 with salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, depression, weight increased, swelling, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for pelvic pain, depression, weight increased, swelling, headache and allergy to metals with essure. The reporter commented: patient wanted to have the devices removed. Removal was done under general anesthesia. The devices were removed easily and completely (approximately 3 months after insertion). Quality-safety evaluation of ptc: initial assessment: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2017: quality safety evaluation of ptc (lot number was not yet included). Company causality comment: a (B)(6)-old female patient had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain 15 days after implants were inserted (previously reported as pain). The devices were removed laparoscopically under general anesthesia with salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, patient experienced the event 15 days after essure insertion. Based on a compatible temporal relationship, nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. Based on initially available information, a product quality defect could not be confirmed but is considered plausible. Since lot number was reported on follow-up, an updated technical analysis is expected.